Event description:
The rep is reporting that during a case with a fishmouth lupine drill guide, metal filings were observed in the pt's joint space. The surgeon did not find it necessary to attempt to remove the shavings because they were so small and few. The surgeon was able to complete the case without further incident or harm to the pt.

Manufacturer narrative:
Although the complaint device has not yet been received, we believe this type of event is mostly technique-related. Extensive lab testing has shown that under normal conditions, the reported event mode could not be duplicated. However, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, causing the drill bit to rub against the inner surface of the bent drill guide and therefore causing some metal to shave off of the drill guide, the reported condition was then duplicated. There have been some manufacturing process changes made to subvert and/or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as means of monitoring the extent with which this complaint is observed in the field. When the complaint device is received here at depuy mitek, it will be subjected to root-cause failure analysis. If the analysis identifies any other definitive root-cause, a follow-up report will be filed.